Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a jaw detachment failure. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the user inadvertently grasp onto a hard object, which led to the chipping or cracking of the insulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result injury or electrical shock to the patient or surgical team or cause damage to the instrument. If damaged, do not use. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the jaw's tip broke when the scrub nurse used gauze to clean the device. The surgeon used the new device to complete the procedure. Broken piece was retrieve and nothing fall into patient's cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found the plastic tip on the jaws chipped and the broken piece was not returned.